Event description:
It was reported that asymptomatic patient presented with high capture threshold and increased pacing lead impedance. No noise was reproduced with isometrics. Further evaluation is planned.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the lead was capped and replaced due to increased pacing lead impedance and loss of capture. Patient was stable post procedure.

Manufacturer narrative:
(B)(4).